Event description:
It was reported that the reservoir leaked. Leaked occurred at the reservoir and caps. Customer experienced high blood glucose. Customer treated with insulin pump and manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.